Manufacturer narrative:
(B)(4). Visual examination of the provided picture identified a fractured screw with galling and extensive damage to the thread. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the fully threaded screw broke in half inside the medial epicondyle of the patient. The procedure was extended by three hours while trying to remove the fractured screw. Attempts have been made and additional information on the reported event is unavailable at this time.